Event description:
A report was received from health canada's canada vigilance program which states, "patient on IV insulin infusion to maintain blood sugar levels - rn went to check blood sugar at 0330 and noticed that insulin mini bag was empty, but new bag of 100ml was hung at 2015, and should have had 57.3ml left in bag (as per IV pump) - rn then disconnected IV from patient and immediately checked blood sugar at 0335, reading was 5.1. Checked again at 0345, reading was 4.1 and again at 0355 and reading was 3.9. Pcc made aware of what happened. - cp7 sent to assess potassium and electrolytes - d50 25g given immediately - rn checking blood glucose levels q15mins - IV channel removed from IV pump and brought outside of room.¿ bd received additional information from the customer. It was reported that the hospital's "biomed was able to investigate both incidents after they were reported to health canada. We were unable to find any problems with the pumps involved in both incidents and we believe that they were caused by use error, but we will continue to monitor the devices in case of future reoccurrence." Although additional information and return of samples were requested, no further information was provided and the customer declined to return the samples to bd.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.